Manufacturer narrative:
Investigation summary one used device was received on 5/27/25 for inspection. No defects or anomalies noted. The device manifold was leak tested per product specifications. There was leakage from the side port when infusing through the main line. The reported complaint of leakage can be confirmed. The probable cause is due to an error during assembly in salt lake city. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D9 - date returned to mfg: 27 may 2025. E1: the initial reporters report mentioned hospital: (B)(6).

Event description:
A complaint was received regarding a 2 gang 1o2¿ manifold with check valve, rotating luer,appx 0.83ml that experienced leakage. It was stated in the report that a leak was found just after using it. The event occurred on (B)(6) 2025 during infusion. Lactated ringer's solution was involved in the event. There was patient involvement and no patient harm/adverse event reported. The device was replaced with no further problems encountered. There is one quantity affected and one sample is returning for investigation.